Event description:
It was reported that the tip of the driver broke off while screwing in a distal lock screw. The tip remains in the screw. Pt status is fine.

Manufacturer narrative:
The DHR for the related device was reviewed and no discrepancies were observed. The instrument is made of implant grade material in accordance with astm f-138.